Event description:
During use of the device for a cardiopulmonary bypass procedure, it was reported that the perfusionist notice that the flow fluctuated from four liters to two liters. After the case, the perfusionist disconnected the pump head and noticed that the centrifugal system motor would fluctuate at approximately 2500 rpm as if it were in pulse mode. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no delay or adverse consequences to the patient. Investigation in process but not completed.